Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The unit was moved to another room for cases and mechanical ventilation worked as expected. The unit was returned to service.

Event description:
The hospital reported due to the humidity in a small room, the bellows would stop functioning as expected. There was no report of patient involvement.